Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comments of intermittently bad electrocardiograms and broken rear universal serial bus port, handle and power cord. It further noted that the keyboard slide cover was missing, the left keyboard hinge was broken and the stylus tip was pulling apart. The programmer was to be scrapped and replaced. (B)(4).

Event description:
It was reported that the programmer had intermittent bad electrocardiograms (ECG) though it was noted the cables were changed multiple times. It was also reported that there was a broken rear universal serial bus port, a broken handle and a broken power cord. The programmer was returned for service. No patient complications have been reported as a result of this event.